Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient accidently cut their driveline cable. It was also reported that the pump was exhibited high power consumption with multiple high watt and electrical fault alarms. The patient was admitted in the hospital while functioning on a single stator and was having ¿wire to wire¿ short circuit causing the electrical fault alarm. A small nick on the insulation of the red wire was identified and a driveline splice repair was performed with an associated vad stop. The vad remains in use and a partial of the driveline cable was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline associated with the ventricular assist device (vad) was returned for evaluation. Review of the vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed three (3) electrical fault alarms logged since (B)(6) 2020 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). Additionally, two (2) high watt alarms were logged on (B)(6) 2020 which are indicative of the increased power consumption associated with the pump running on a single stator. Visual inspection of the returned driveline cable segment revealed discoloration of the outer sheath. This is an additional finding not related to the reported event. Based on historical review of similar events, the most likely root cause of the discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Visual inspection of the driveline segment during failure analysis did not reveal any cuts to the driveline cable wire or outer sheath. However, on-site inspection of the device and visual evidence provided revealed a cut in the outer sheath as well as damage to the insulation of a wire associated with the rear stator of the driveline; it is possible that the splice was performed at the site of the damage. Functional testing of the driveline segment revealed that, in a controlled environment, all wires maintained continuity across the length of received segment and the connector was able to connect securely to a test controller port; functional testing did not identify any discrepancies that may have caused or contributed to the reported event. A driveline splice procedure was performed to mitigate the reported conditions. As result, the reported event was confirmed. Of note, it was reported that the patient had accidentally cut the driveline cable. Based on the available information, the most likely root cause of the reported driveline cable damage event can be attributed to the cutting of the driveline by the patient, as mentioned in the reported event details. The most likely root cause of the electrical fault alarms and high power may be attributed to a short circuit within the driveline cable, likely due to wire damage associated with the cut. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: type of report: updated to serious injury adv event/product problem updated imf code was updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient accidently cut their driveline cable. It was also reported that the pump was exhibited high power consumption with multiple high watt and electrical fault alarms. The patient was admitted in the hospital while functioning on a single stator and was having ¿wire to wire¿ short circuit causing the electrical fault alarm. A small nick on the insulation of the red wire was identified and a driveline splice repair was performed with an associated vad stop. The vad remains in use and a partial of the driveline cable was returned. No further patient complications have been reported as a result of this event.